Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted in the medical center due to low blood glucose of 35mg/dl. The customer did not feel that the insulin pump was an issue, and she did not have any problems with the device. No further information was provided.